Event description:
The suspect device was used to check the customer's blood glucose. A result of 186 mg/dl was obtained. They had symptoms of hypoglycemia and they called 911. When the emts arrived they checked their glucose and the level was 13 mg/dl. They were treated with an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.